Manufacturer narrative:
Results: malfunctioning cpu board, faulty head lift motor.

Event description:
It was reported by service report that the bed was stuck in the full height position, and would not lower. No patient involvement or adverse consequences were reported.